Event description:
Rptr indicated that a dell handheld computer's screen was freezing during and after interrogation. Reseating the flash card sometimes resolved the issue. The prod has been returned to the MFR for analysis.